Event description:
It was reported that the device had error code 46510 v0105. Not related to physical damage/abuse. Event occurred during testing. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a peeling downstream occlusion (dso) seal and nonfunctional front piezo speaker. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; error code 45610 showed in the last error code log. The most probable root cause was determined to be a fault in the software. The error code was cleared, preventive maintenance performed, and flashed new software. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.